Event description:
It was reported that the customer went to the ER due to blood glucose levels greater than 600 mg/dl. Prior to the event, the customer was feeling sick and changed out the infusion set, but continued experiencing elevated blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.